Event description:
Related to MFR report # 2183959-2011-00562. On or about (B)(6) 2009, the pt was implanted with an ams miniarc sling with the intention of treating the pt for stress urinary incontinence and pelvic organ prolapse. It was reported that "after and as a result of the implantation", the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia and other injuries." It was also reported that the pt "sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.